Event description:
A customer reported erroneous calcium test results were obtained when using the au5800 clinical chemistry analyzer on (B)(6) 2014. On (B)(6) 2014, the customer reported the issue recurred. Customer requested immediate service when inner sample probe up/down error was generated. Customer confirmed no erroneous results were reported out for this event. No affect to patient treatment. No death or injuries reported with this event.

Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the instrument and replaced the inner sample probe valve. The reagent syringe drive assembly was lubricated due to syringe dispense errors. System was primed, performed photocal, calibrated and ran quality control (qc) samples. All results passed and within established ranges. Performance verified to meet specification. This issue was an on-going issue with two additional events reported by the customer. On (B)(4) 2014, the fse determined the cause was due to inner sample probe valve failure along with multiple consumable parts that were replaced and alignments/adjustments performed. On (B)(4) 2014, a follow-up call was completed with the customer. The lead tech confirmed the system was operational and no further issues have been noted. This MDR is related to the following mdrs for the same issue, occurring on different dates: 9612296-2014-00086; 9612296-2014-00087.